Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient felt intermittent shocking in their abdomen and chest. They also felt shocking when the device was interrogated and when settings were changed. The pain and shocking started suddenly about a year after their last battery replacement. The patient has a history of flipping their device but denied flipping their current implant. The device was interrogated and the hcp tried turning off leads 2 and 3 to identify which lead was causing the issue but the patient still felt shocking. The issue was not resolved at the time of the report. Surgical intervention was planned but not scheduled. No patient complications were reported as a result of this event.